Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00553. It was reported during follow up the patient underwent surgical intervention during which ine of the patients leads was explanted and replaced as it was located to far right. Surgical intervention addressed the issue. Note: all of the patient's leads are being reported as explanted because it unknown which lead was explanted.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Device 1 of 2: reference MFR. Report #3006705815-2019-00553. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.